Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient decided to forgo activating a pod, as only 1 remaining device was in their possession. Patient switched method of insulin delivery to manual injections, via short acting insulin, as patient was "going to be off the next two days from work." The following morning, patient began to vomit (mixed with blood) and blood glucose levels were found to be in excess of 500 mg/dl. Subsequently, patient visited the emergency room (ER) and was diagnosed with high blood glucose levels. Treatment included intravenous delivery of insulin, morphine, medication for high blood pressure, medication "to keep the acid down," amlodipine, losartan, and atorvastatin. Patient was released "shortly after," once ER felt he was "back in control." Prior to switching insulin delivery methods, patient was wearing a pod between 36 and 48 hours on the arm.